Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant), surgery (had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, perforation, genital haemorrhage, pelvic pain and depression outcome was unknown. The reporter considered depression, device breakage, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant"), perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, perforation, genital haemorrhage and depression outcome was unknown. The reporter considered depression, device breakage, device dislocation, genital haemorrhage and perforation to be related to essure (ess205). The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device expulsion ('migration of implant / migration of essure device location of device: uterus'), fallopian tube perforation ('perforation of organs / perforation (fallopian tube)') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, esophageal reflux, gallbladder disease, hypertension, menorrhagia and cholecystectomy. Concurrent conditions included genital bleeding and cramps legs. Concomitant products included loperamide hydrochloride (lomotil) from 2015 to 2018, omeprazole magnesium (prilosec) since 2009, venlafaxine hydrochloride (effexor) since 2000 and verapamil since 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). In june 2008, the patient experienced fatigue ("fatigue"). In november 2010, the patient experienced pruritus ("rashes or skin conditions type itchy skin and discoloration,") and skin discolouration ("rashes or skin conditions type itchy skin and discoloration,"). In january 2012, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). In june 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression depression/ psychological or psychiatric problems condition: depression worsened") and anxiety ("psychological or psychiatric problems condition: depression anxiety/ psychological or psychiatric problems condition: anxiety worsened"). In august 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal"), joint swelling ("joint sweeling/ pain"), arthralgia ("joint swelling/pain") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). The patient was treated with surgery (novasure ablation, had surgery to remove the essure implant/ hysterectomy bilateral salpingo-oophorectomy and had surgery to remove the essure implant/ hysterectomy/ oophorectomy (bilateral removal of ovaries). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, depression, anxiety, pruritus, skin discolouration, dysmenorrhoea, fatigue, weight increased and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage, abdominal pain lower, joint swelling, arthralgia, abdominal pain, pain in extremity, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, joint swelling, menorrhagia, pain in extremity, pruritus, skin discolouration, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Current weight 170 lbs. Discrepancy noted in essure removal date-(B)(6) 2015. On aug-2015- she performed endometrial biopsy surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on 23-feb-2006: result: total bilateral occlusion; on 02-mar-2009: bilateral essure devices are noted, the proximal portion of the right device project with the mid portion of the uterine cavity proximal to the origin of the right fallopian tube. Minimal amount of contrast which appears somewhat irregular is seen at the proximal essure devices bilaterally that may be due to extravasation of the contrast. There is no spill of contrast seen from the distal end of the essure devices; on 09-mar-2009: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, leg pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), gastrooesophageal reflux disease. Events onset date were added. Events outcomes, essure removal date were updated. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device expulsion ('migration of implant / migration of essure device location of device: uterus'), fallopian tube perforation ('perforation of organs / perforation (fallopian tube)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, esophageal reflux, gallbladder disease, hypertension, menorrhagia, cholecystectomy and hematometra. Concurrent conditions included genital bleeding, cramps legs, absence of menstruation, discomfort, adenomyosis uteri, dizzy, flatus and postmenopausal bleeding. Concomitant products included loperamide hydrochloride (lomotil) from 2015 to 2018, omeprazole magnesium (prilosec) since 2009, venlafaxine hydrochloride (effexor) since 2000 and verapamil since 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), joint swelling ("joint sweeling/ pain"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced pruritus ("rashes or skin conditions type itchy skin and discoloration,") and skin discolouration ("rashes or skin conditions type itchy skin and discoloration,"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psychological or psychiatric problems condition: depression worsened") and anxiety ("psychological or psychiatric problems condition: depression anxiety/ psychological or psychiatric problems condition: anxiety worsened"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal"), arthralgia ("joint swelling/pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and dysstasia ("unable to stand"). The patient was treated with surgery (novasure ablation, had surgery to remove the essure implant/ hysterectomy bilateral salpingo-oophorectomy and had surgery to remove the essure implant/ hysterectomy/ oophorectomy (bilateral removal of ovaries). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, depression, anxiety, pruritus, skin discolouration, dysmenorrhoea, fatigue, weight increased, gastrooesophageal reflux disease and dysstasia outcome was unknown and the genital haemorrhage, abdominal pain lower, joint swelling, arthralgia, abdominal pain, pain in extremity, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dysstasia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, joint swelling, menorrhagia, pain in extremity, pruritus, skin discolouration, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Current weight 170 lbs. Discrepancy noted in essure removal date (B)(6) 2015. On (B)(6) 2015- she performed endometrial biopsy surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion; on (B)(6) 2009: bilateral essure devices are noted, the proximal portion of the right device project with the mid portion of the uterine cavity proximal to the origin of the right fallopian tube. Minimal amount of contrast which appears somewhat irregular is seen at the proximal essure devices bilaterally that may be due to extravasation of the contrast. There is no spill of contrast seen from the distal end of the essure devices; on (B)(6) 2009: result: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: ultrasound revealed. Approximately 2 cm blood products within endometrium. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, abdominal pain lower, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. Reporter information added. Event : unable to stand wee added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device expulsion ("migration of implant / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation of organs / perforation (fallopian tube") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, esophageal reflux, gallbladder disease, hypertension, menorrhagia and cholecystectomy. Concurrent conditions included genital bleeding and cramps legs. Concomitant products included loperamide hydrochloride (lomotil) from 2015 to 2018, omeprazole magnesium (prilosec) since 2009, venlafaxine hydrochloride (effexor) since 2000 and verapamil since 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced pruritus ("rashes or skin conditions type itchy skin and discoloration,") and skin discolouration ("rashes or skin conditions type itchy skin and discoloration,"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression depression") and anxiety ("psychological or psychiatric problems condition: depression anxiety"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal"), joint swelling ("joint sweeling/ pain") and arthralgia ("joint sweeling/ pain"). The patient was treated with surgery (novasure ablation and had surgery to remove the essure implant/ hysterectomy/ oophorectomy (bilateral removal of ovaries). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, depression, anxiety, pruritus, skin discolouration, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain lower, joint swelling and arthralgia had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, joint swelling, pruritus, skin discolouration and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion; on (B)(6) 2009: bilateral essure devices are noted, the proximal portion of the right device project with the mid portion of the uterine cavity proximal to the origin of the right fallopian tube. Minimal amount of contrast which appears somewhat irregular is seen at the proximal essure devices bilaterally that may be due to extravasation of the contrast. There is no spill of contrast seen from the distal end of the essure devices; on (B)(6) 2009: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs + mr received reporter information was added. New event was added anxiety, itchy skin, discoloration skin, device expulsion, dysmenorrhea, perforation fallopian tube, fatigue, weight gain, lower abdominal pain, joint swelling , joint pain and outcome changed joint swelling , joint pain and pain. Concomitant drug was added. Medical history and lab test was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device expulsion ('migration of implant / migration of essure device location of device: uterus'), fallopian tube perforation ('perforation of organs / perforation (fallopian tube)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, esophageal reflux, gallbladder disease, hypertension, menorrhagia, cholecystectomy and hematometra. Concurrent conditions included genital bleeding, cramps legs, absence of menstruation, discomfort, adenomyosis uteri, dizzy, flatus and postmenopausal bleeding. Concomitant products included loperamide hydrochloride (lomotil) from 2015 to 2018, omeprazole magnesium (prilosec) since 2009, venlafaxine hydrochloride (effexor) since 2000 and verapamil since 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), joint swelling ("joint sweeling/ pain"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced pruritus ("rashes or skin conditions type itchy skin and discoloration,") and skin discolouration ("rashes or skin conditions type itchy skin and discoloration,"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression depression/ psychological or psychiatric problems condition: depression worsened") and anxiety ("psychological or psychiatric problems condition: depression anxiety/ psychological or psychiatric problems condition: anxiety worsened"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal"), arthralgia ("joint swelling/pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), dysstasia ("unable to stand") and sciatica ("sciatic pain"). The patient was treated with surgery (novasure ablation, had surgery to remove the essure implant/ hysterectomy bilateral salpingo-oophorectomy and had surgery to remove the essure implant/ hysterectomy/ oophorectomy (bilateral removal of ovaries). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, depression, anxiety, pruritus, skin discolouration, dysmenorrhoea, fatigue, weight increased, gastrooesophageal reflux disease, dysstasia and sciatica outcome was unknown and the genital haemorrhage, abdominal pain lower, joint swelling, arthralgia, abdominal pain, pain in extremity, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dysstasia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, joint swelling, menorrhagia, pain in extremity, pruritus, sciatica, skin discolouration, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Current weight 170 lbs. Discrepancy noted in essure removal date-(B)(6) 2015 and (B)(6) 2015. On (B)(6) 2015- she performed endometrial biopsy surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion; on (B)(6) 2009: bilateral essure devices are noted, the proximal portion of the right device project with the mid portion of the uterine cavity proximal to the origin of the right fallopian tube. Minimal amount of contrast which appears somewhat irregular is seen at the proximal essure devices bilaterally that may be due to extravasation of the contrast. There is no spill of contrast seen from the distal end of the essure devices; on (B)(6) 2009: result: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: ultrasound revealed approximately 2 cm blood products within endometrium. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, abdominal pain lower, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- sciatic pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.